Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). .

Event description:
On (B)(6), 2015 the patient underwent emergent repair of a ruptured abdominal aortic aneurysm reportedly located ~ 4cm distal to the renal arteries. Pre-operative imaging showed that the patient's aortic bifurcation appeared to be extremely narrow. During the procedure, the physician intended to deploy the trunk-ipsilateral component above the renal arteries, and then reposition the device distal to the lowest renal artery. Due to the patient's very narrow aortic bifurcation difficulty was reported when advancing the trunk-ipsilateral leg component into position for deployment the device was able to be advanced above the renal arteries, however, it was reported that when the physician attempted to move the trunk-ipsilateral component distal to the renal arteries resistance was encountered. Extreme force was used in the attempt to move the device more distally for deployment resulting in the premature deployment of the device and the unintentional coverage of both renal arteries. The patient was converted to an open surgical repair and the device explanted. The patient tolerated the procedure. The device is being returned for evaluation.

Manufacturer narrative:
Evaluation summary - the delivery system, including the handle and catheter, were not returned to gore for evaluation. During the visual examination of the returned device, no damage was observed. After gross examination of the device, nothing appeared to be abnormal. Based on the findings from the evaluation, the physician¿s observation of premature deployment could not be confirmed. The root cause for premature deployment could not be determined with the currently available information. However, use outside of the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use was noted and likely contributed to this event. (B)(4).